Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the patient's hypotension resolved on (B)(4) 2013. No additional information was received.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 7-10 x 30 mm acculink stent in the heavily calcified right internal carotid artery. Post procedure, the patient experienced an episode of hypotension. The patient's blood pressure medications were held for three days; however, the hypotension continues. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: other: prasugrel, aspirin. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.